Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to make sure the solution bags are connected to the proper lines in the organizer. It also gives step by step instructions for connecting the solutions bags for therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a use error/failed to follow therapy steps which resulted in peritonitis. The use error was further described as ¿the patient did not follow the therapy steps when making the connection, disconnection, and bag connection¿ (no further details were provided). Subsequently, on an unreported date, the patient experienced peritonitis. On unreported dates, the patient was hospitalized for the peritonitis and the patient was retrained on the correct procedure. The patient was treated for the peritonitis with unspecified antibiotics (treatment dates, drug names, doses, frequencies, routes, and durations were not reported). The patient¿s recovery status and action taken with apd therapy was not reported. No additional information is available.